Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an air valve liftoff failure - e/c 1012. There was no patient involvement.

Manufacturer narrative:
(B)(6).